Manufacturer narrative:
Patient's date of birth and age unavailable. Patient's weight unavailable. Device model number, lot number, expiration date and UDI unavailable. Device 510k number unavailable because model number unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A philips representative was informed on 06 oct 2020 from the facility that a lead extraction procedure commenced on (B)(6) 2020 to remove a right atrial (ra) and a right ventricular (rv) lead. Minimal information was available regarding details of the procedure, although requested. A spectranetics lead locking device (lld) was inserted into the rv lead to act as a traction platform to aid in extraction. It was reported that due to the difficulty of the procedure, the physician chose to cut and cap the rv lead with the lld inside the lead, which then remained in the patient. It was reported that the physician did not attempt to unlock the lld prior to cutting and capping the rv lead/lld. It is unknown whether the ra lead was removed. The patient survived the procedure and no other patient injury was reported. This report is being submitted because the lld was cut and capped, along with the rv lead, and remained in the patient''s body.